Event description:
A hero vascular access device was placed in pt for dialysis in 2009. Pt had pain in arm, was evaluated and device had clotted, so thrombectomy was performed the following month. Pt still had pain and steal syndrome was diagnosed. Pt underwent banding procedure one week later, but the symptoms did not improve so the device was ligated.

Manufacturer narrative:
Initially reported as unsuccessful thrombectomy. The event was originally evaluated and determined to be non-reportable. We later learned the device had been ligated due to steal syndrome, not unsuccessful thrombectomy. Multiple attempts were made to get additional info concerning the pt's history and possible cause of the pt's symptoms. No reports were ever made available, but correspondence dated 2009, indicated that the pt did not have a history of steal syndrome with a previous arterio-venous fistula and that she did not have a history of peripheral vascular disease. Vessel mapping had been performed prior to the hero implant but we are unable to obtain the report to confirm the device was attached to an appropriate size vessel. There is no info to confirm the relationship of the device to the pt's symptoms but steal syndrome is a known potential complication following vascular access device implants, especially in pts with co-morbidities such as diabetes.